Manufacturer narrative:
(B)(4). Approximate age of device- 7 months (calculated from the date when the system controller was issued to the patient.) Device evaluation: the reported event of replace controller, red heart, and yellow wrench alarms was confirmed and reproduced during the evaluation of the returned system controller. The reported event of the system controller being ''very warm/hot to touch'' was unable to be confirmed. Visual inspection of the returned system controller revealed that it was in a worn and dirty condition. There were scratches on the user interface and debris around the driveline release button, the backup battery cover, the power cable strain relief at the controller housing, and inside of the backup battery compartment. The returned system controller was connected to test equipment and lost communication with a system monitor while attempting to download the log file. The controller then displayed a "replace controller/controller fault" alarm on the lcd screen. Additional attempts to restore communication with the system monitor and download the log file were unsuccessful. The system controller was connected to a mock circulatory loop and was unable to support a test pump. The system controller produced a "connect driveline" message despite a test driveline being connected. Several of the led's on the controller's user interface were also intermittently flickering. The controller housing did not become noticeably warm during testing. The system controller housing was disassembled and visual inspection of the printed circuit boards revealed numerous corroded electrical components, including components in the motor drive circuitry. Contamination was also noted inside of the driveline connector and on the driveline release mechanism. The root cause of the reported replace controller, red heart, and yellow wrench alarms and the controller's inability to operate a test pump during analysis can be attributed to the corrosion of electrical components on the controller's printed circuit boards. The corrosion is consistent with the ingress of fluid into the controller housing. Although the reported event of the controller being ''very warm/hot to touch'' was not reproduced during testing, the observed fluid ingress could have the potential to contribute to such an event. Abbott is continuing to monitor this issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient¿s system controller felt hot to touch. During patient movement, the patient¿s system controller began alarming indicating to replace controller and was followed with a red heart alarms and yellow wrench alarm. The patient complained of chest pressure and lightheadedness. The patient¿s system controller was replaced, but did not shut off until about ten to fifteen minutes after being removed from battery power. The patient¿s system controller was replaced without complications and the patient was asymptomatic. Routine labs, echocardiogram, and chest x-ray were ordered and results came back normal so the patient was discharged home. However based on the manufacturer's investigational findings it was reported that the system controller circuit board was damaged, and was not able to support pump function. No additional information was provided.